Event description:
It was reported on (B)(6) 2026 that a silent nite 3d one piece device experienced an anchor fracture. The anchor was reported to have come off. No additional information was provided at the time of this report.

Manufacturer narrative:
Once the investigation is completed, a supplemental report will be submitted. Manufacturer reference: (B)(4).